Manufacturer narrative:
Manufactures investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas. A direct correlation between the evaluation of the pump and the reported organ failure cannot be conclusively determined. The pump was returned assembled with the driveline (dl) severed approximately 4.5 inches from the pump housing; the distal end was not returned. The apical sewing ring was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The outflow graft, outflow graft hardware, outflow graft bend relief, and bend relief hardware were not returned. Upon disassembly of the returned pump, a thin, ring thrombus formation was found adhered around the inlet bearing ball. The thrombus formation appeared to be in the beginning stages of laminated layer formation and likely developed while the device was supporting the patient. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. If present for an extended amount of time, the thrombus formation found in the pump could have contributed to the reported hemolysis. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The hmii lvas instructions for use (IFU) lists device thrombosis, hemolysis and multi-system organ failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications. This document also outlines indications of pump thrombosis as well as how to respond to such events. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021, the patient was admitted to the hospital with complaints of blood in the urine. The patient did not report any active alarms but showed high pi (pulsatility index) events and frequent low pump speeds varying from 8800-8990 rpm with no changes in flow and no power spikes that we could detect. Fixed pump speed was set at 9000 rpm. Log file submitted captured routine events. On (B)(6) 2021, the patient underwent a pump exchange due to thrombosis. The patient was experiencing high hemolysis and organ failure. Overnight explant kit was requested. No additional information provided.